Event description:
A malfunction alarm was reported with code malf 9. It was confirmed that the customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support provided pump reset instructions, assisted the customer with resetting the pump, and confirmed that the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if any future issues arise.